Manufacturer narrative:
4315. Isi has not received any instrument or accessory involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined and is unknown at this time. Isi has reviewed the site¿s system logs for procedures on (B)(6) 2019 by the surgeon. However, there were three gastric bypass procedures by the same surgeon for date (B)(6) 2019. The first procedure did not have logs available. For the 2nd and the 3rd gastric bypass surgeries on the same day, there were no related system errors that were found to have occurred. All stapler firings (quantity 7 in 2nd procedure and quantity 6 in 3rd procedure) were completed. This complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted gastric bypass surgical procedure, post-operative day #2, the patient allegedly experienced a hematoma that required a second procedure, and the hematoma was resolved with sutures. There is no allegation or evidence that a malfunction of a da vinci system, instrument, or accessory occurred. At this time, the root cause of the hematoma is unknown.

Event description:
It was reported that after a da vinci-assisted gastric bypass surgical procedure, postoperative day #2, the patient experienced a hematoma that required a second procedure. The hematoma was addressed with additional sutures. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: on (B)(6) 2019, the patient had a gastric bypass surgical procedure with no known issue reported. On postoperative day #2, the patient underwent a second procedure to address a hematoma that was identified at the jejunojejunostomy anastomosis. However, the source of the hematoma is unclear at this time. No further details have been received as of the date of this report.